Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the supplies to address the issue. A system check was started by tandem technical support however the customer declined to complete the check. Reportedly the customer was not performing the air removal step and using the infusion set for 3 days. Clinical support informed the customer that not performing the air removal step and using the infusion set for 3 days was off label per the tandem user guide. Customer resumed insulin delivery.